Event description:
The device was used during an unspecified procedure. Reportedly, there was a thigh hemorrhage following a ruptured suture. The surgeon performed a re-operation and used another suture to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
3/16/1998-supplemental report #1 submitted to FDA.